Event description:
It was reported that pump experienced malfunction alarm with malfunction code "malf 0". Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided.customer did not require third party assistance. Customer did not initially take any action, then worked with technical support, which provided pump reset instructions and assisted with resetting pump; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood these instructions.